Event description:
It was found from a programming history database periodic review that patient was seen with high lead impedance. No known surgical intervention has occurred. Patient and lead information is unknown. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Further information was received. Due to strict data privacy laws and that no formal complaint was filed by the physician at the time of the incident, there is little information that could be obtained. It was noted that the patient did have a lead replacement sometime in 2020 and everything was fine following the replacement. No other information was available nor could it be obtained due to data privacy laws. The explanted device has not been received to date. No other relevant information has been received to date.